Event description:
Complainant alleged that during biomed testing, the device does not power on with battery power and the video display does not function with ac power. Complainant indicated that there was no patient involvement in the reported malfunction.